Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is multiple leaks on heat exchanger hose, product tank, pe valve. Provider states leaks were fixed and they could not duplicate alarm issue, no code. No new parts needed.